Manufacturer narrative:
Section b3: date of event is unknown. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgery where the ipg was not put into surgery mode. The patient's leads also had high impedances. Surgical intervention was undertaken during which the entire system was explanted and replaced. Therapy was restored post-op.